Event description:
Patient has a hip replacement ((B)(6) 2008) with hipstar stem and trident tc cup and participates in the (B)(6) study. About 4 years after implant the patient complaint pain and instability. When the diagnosis of aseptic loosening was confirmed, a revision of the stem occurred in (B)(6) 2012. The patient was well after surgery and left the hospital for rehabilitation treatment on (B)(6) 2012.

Manufacturer narrative:
It was noted that the surgeon did not retain the devices for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding a patient who participated in the (B)(6) study who presented 4 years after implant with pain and instability was reported. Stem loosening was confirmed and revision surgery performed on the (B)(6) 2012. A review of the surgical report, patient report and x-rays by a clinical consultant indicated: the radiolucent lines all around the proximal ingrowth section of the stem indicate that no bone ingrowth has taken place at all or that secondary loosening did occur through external overload factors. Also the distal pedestal formation, distal to the stem tip, points to attempts of the stem at secondary stabilisation which usually fail. The cortical hypertrophy around the distal stem section indicates that the stem has from the start on been subject to distal load transmission and thus indicates there never was proximal load sharing. The principle failure mechanism thus probably is lack of primary osseo-integration of the stem. It is possible that the relatively poor medical condition of the patient with anaemia, status post colon resection etcetera has caused an adverse metabolic condition that may also be detrimental to osseo-integration of medical devices but there is no hard fact evidence to further prove such a condition. In conclusion, there is not enough information available to establish a conclusive failure scenario in this case although most probably an adverse mix of patient-related and procedure-related factors has caused an overload condition on the implant-bone interface early after implantation which resulted in lack of proper osseo-integration with secondary failure after some time. The diagnosis of stem loosening is clear but its cause cannot be established based on the available material. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation confirmed that the loosening of the stem had occurred. While there was not enough information available to establish a definitive cause of the event, based on the clinician review its probable that an adverse mix of patient-related and procedure-related factors has caused an overload condition on the implant-bone interface early after implantation which resulted in lack of proper osseo-integration with secondary failure after some time.

Event description:
Patient has a hip replacement ((B)(6) 2008) with hipstar stem and trident tc cup and participates in the (B)(6) study. About 4 years after implant the patient complaint pain and instability. When the diagnosis of aseptic loosening was confirmed, a revision of the stem occurred in (B)(6) 2012. The patient was well after surgery and left the hospital for rehabilitation treatment on (B)(6) 2012.